Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) developed hematoma. Subsequently, the patient underwent pocket revision and was given intravenous antibiotics. This device remains in service. No adverse patient effects were reported.